Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer¿s passing from the social media account of the attorney of the family. The information received on july 16, 2020 stated the following - reporter alleges: the customer had passed away a while back and the attorney had filed a complaint against medtronic since the customer was using a medtronic 722 insulin pump. There was also a link to a video that alleged possible vent blockage. No further information was provided and the customer was not identified.